Event description:
The patient was undergoing a arthrodesis of single lumbar vertebral segment by combined posterolateral technique and posterior interbody technique with discectomy. The surgeon used the neuro microscope and then pushed it aside so he could use it again. The light remained on. A short time later the surgeon asked the circulating nurse to look at the drape. A small area of the drape had a hole in it, the bair hugger and the patient had also had the same size whole. It looked like the plastic has melted. There was no scorching or burning noted. The patient's hair was not singed. The company was notified and tech support came to the hospital and examined the microscope. They did not find any defect and recommended the microscope be put in standby when not in use. This was communicated to the surgeon and operating room staff. FDA safety report ID# (B)(4).